Manufacturer narrative:
Correction: the previous or initial MDR submitted on november 28, 2024 was filed inadvertently. There was no infection nor antibiotics. Per the clinic, the patient experienced a loss of abutment and internal fixture subsequent to sustaining a head trauma over a year ago (specific date not reported). The patient was re-implanted with a new transcutaneous osia implant system on (B)(6) 2024.

Event description:
Per the clinic, the patient experienced an abutment loss and infection at the abutment site, following a head trauma (specific date not reported). The patient was treated with antibiotics (specific type, date and duration not reported). Subsequently, the patient underwent a revision surgery on (B)(6) 2024, in order to convert the patient to a transcutaneous osia implant system. During the procedure, an implant was placed on the internal fixture.